Event description:
Reportedly, the balloon from an arterial embolectomy became detached inthe venous side during a thrombectomy of an av detached in the venous side during a thrombectomy of an av graft of the right upper extremity. Balloon retrieval was attempted, but unsuccessful. Pt recovered without difficulty, and there is no evidence of injury as a result of this event.